Event description:
A peritoneal dialysis (pd) patient's registered nurse reported that the patient had peritonitis on an unknown date in (B)(6) 2016. The episode of peritonitis was attributed to the patient's catheter (not a fresenius product). Reportedly the patient was initially treated with antibiotics ceftazidime 1000 milligrams (mg) intra-peritoneal(ip) and vancomycin 2 grams (g) ip (unknown duration). On (B)(6) 2016 the patient's hemodialysis (hd) catheter was placed and the patent transitioned to hd therapy. The patient remained on hd therapy for an unknown period of time and on an unknown date resumed pd therapy. The catheter manufacture's name was unavailable. The pd catheter is not a fresenius product line. Based on the! Available information, the pd catheter (not a fresenius product) was implicated in this adverse event and as a result required pd catheter removal and transition to hd temporarily. Additionally, there was no allegation against any fresenius peritoneal dialysis products. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).